Event description:
The physician successfully closed an arteriotomy site with the starclose device following an interventional procedure. The following day, the patient was experiencing pain in the same leg that had been accessed. An angiogram was performed which indicated a total occlusion of the right iliac artery located where the distal end of the original sheath had been placed. Two (2) stents were placed and blood flow was successfully re-established. An angiogram also indicated a narrowing of the common femoral artery at the site of the starclose clip. Angioplasty was successfully performed at the site of the narrowing. Final angiograms were performed indicating good blood flow down the leg. The patient fared well with no major complications.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.